Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic sys (rio) on (B)(6) 2010. During implant planning, the surgeon observed that the joint was tight in extension, and requested that the tibia be moved deeper; each time the tibia was moved deeper, the joint appeared to tighten on the graph, which was inexplicable to the surgeon. The case continued without further incident and was reported to have a successful outcome with implants placed to plan.

Manufacturer narrative:
As part of normal complaint f/u, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). Overlapping implant components, or components overlapping with bone can appear as tightness reflected on the joint balancing graph. The software functioned as intended, and the surgeon was able to achieve a successful outcome.